Event description:
The customer complained of discrepant low results for 1 patient sample tested for ca2 calcium gen.2 (ca2) on a cobas 6000 c (501) module. The initial result was 6.3 mg/dl. This result was reported outside of the laboratory where it was questioned by the physician. The patient was not treated based on this result. The sample was repeated with results of 8.7 mg/dl and 8.8 mg/dl. The repeat results were believed to be correct. No adverse event occurred. The ca2 reagent lot number was 324431 with an expiration date of 31-may-2019. Qc results were acceptable prior to the event. The customer suspects an issue with the patient sample. The customer performed a 10 cup precision on (B)(6) 2018 with acceptable results. The field service engineer (fse) visited the customer site and did not identify an issue. The customer did not save the patient sample involved so that cannot be investigated. The fse ran a 21 cup precision on ca2 as well as other assays and all results passed. The customer's qc data was acceptable. The issue appears to have been resolved. The customer has not complained of any other issues with ca2. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The customer has not had any further issues.